Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was changing screens while not being interacted with. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.